Event description:
A report was received that the patients battery was out of power and would not charge. The patient will undergo an ipg explant procedure.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the patients battery was out of power and would not charge. The patient will undergo an ipg explant procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patients battery was out of power and would not charge. The patient will undergo an ipg explant procedure.